Event description:
Per the surgeon & office, the cause of the high impedance is unknown. It was confirmed that per the surgeon, the connector pin was fully inserted into the generator. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was identified in the patient's generator data that high impedance was seen. No known relevant surgical intervention has occurred to date. No known relevant information has been received to date.